Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010 according to the complainant, the physician successfully deployed a flexima biliary stent within the bile duct. As the technician was removing the stent system out of the patient, the inner guide catheter detached from the push catheter. The technician successfully removed the whole stent system from the scope by grasping and retracting the push catheter. The facility confirmed that all fragments were removed from the patient and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device has been discarded will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4)